Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 3 of the patient's mouth. Sinus augmentation. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type IV and fair oral hygiene. The device wasforwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling, increased sensitivity, abscess and fistula. No further patient complications were reported.